Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an in-stent restenosis of a non-bsc stent located in the moderately tortous and severely calcified superficial femoral artery (sfa). After crossing a guide wire, a 5.0mm x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. Dilatation was then completed with a 35 non-bsc device and flow recovery was achieved. The procedure was completed with no complications.